Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient was seen at the office. The catheter was visualized under fluoroscopy. The tip was at t9. They removed 29cc of drug and 30cc was expected. The patient reported they feel they were not getting relief. The hcp is considering doing a CT scan. No further complications were anticipated/reported.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the actual reservoir volume was more than expected the last 2 refills. The patient had an increase in pain. There were no known environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics performed; the patient would come back in approximately 3 weeks to check the pump and a rep would be present. There were no interventions taken to resolve the issue and were not planned. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported. Additional information was received from the healthcare professional via manufacturer representative. It was reported that the volume discrepancy was out of spec. The patient would come to the office (B)(6) 2018 to check the pump. No further complications were reported.